Event description:
Healthcare professional reported that 7 days post implant, the valve was removed for unknown impingement and replaced with another med hall valve. The explanted valve was returned for eval.